Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured april 17, 2020 - april 20, 2020. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak in front of the bag at the lower right side near the fill port weld. Additional magnified inspection which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the fill port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.